Manufacturer narrative:
The t:slim x2 g5 pump user guide states: make sure your t:slim x2 pump and transmitter are within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the pump and transmitter were worn on opposite sides of the body; however, a root cause could not be determined. A replacement transmitter was sent to the customer.